Event description:
The customer stated a blood donor generated initial and repeat reactive results of 13.14, 12.90 and 12.64 s/co on the prism chagas assay but did not confirm by ripa and was also nonreactive on an alternate screening method. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). In addition, field data was reviewed to evaluate clinical specificity. The results of the field data review demonstrated that lot # 09900m500 is performing as intended for clinical specificity as measured by reactive rates. Based on the results of this investigation, the abbott prism chagas reagents, list number 7k35-68, are performing as intended and no additional product issues were identified. The customer was referred to the prism chagas package insert under limitations of the procedure for further information.